Manufacturer narrative:
(B)(4) (metabolic alkalosis). This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt was experiencing metabolic alkalosis for approximately three and half years then experienced a stroke, all of which is alleged to have been caused as a result of the utilization of the product.